Event description:
A customer reported observing an error 3 message as well as the booklet and battery display icons on their freestyle blood glucose monitor when a new strip was inserted. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Customers and retailers have been informed.